Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5 12.6 of -7.00 diopter was being implanted into the patient's eye and was removed due to difficulty with the injector. It is unknown if the injector used was as staar manufactured product. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B3 - date of event: 13-dec-2023 added to intital MDR. Claim #(B)(4).